Event description:
It was reported that during a cryo ablation procedure, the patient developed phrenic nerve palsy (pnp) during the last ablation. The ablation was stopped immediately. The case was aborted. At the end of the procedure, an x-ray was performed and it was noted that the pnp was resolving. The patient was hospitalized due to the pnp and for additional tests to be performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.